Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not activate. Tried with two different hemopro cables and two different generators before opening a new one. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was functioning normally until the heat stopped working. Another hemopro kit was opened and used, so there was no issue with the cord or power supply. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Signs of clinical use and evidence of blood was observed. There was charred blood and tissue observed on the jaws. The silicon insulation appeared to be intact without any defects. The heater wire on the hot jaws was slightly twisted. It remained attached at the base and the tip of the jaw. No other visual defects were observed. An electrical evaluation was performed. A pre-cautery test as was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device failed the pre-cautery test. It did not activate and produce steam. There was no heat delivered at the jaws. The device handle was opened to inspect the internal components of the device. No visible defects were observed to the toggle. There were no non-conformance observed with the switch. It was observed that cutter wire was broken from the switch which resulted in the short. Based on the return condition of the device and the evaluation results, the reported complaint was confirmed for the reported failure mode " failure to deliver energy" and the analyzed failure mode " material twist/bent". An operator retraining was performed to prevent any similar instances in the future from occurring.